Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician suspected an infection at the scs ipg site due to persistent drainage. The pt was given antibiotics. F/u revealed the ipg was explanted and a new ipg was implanted in a new pocket site on the opposite side. The pt reported receiving effective stimulation therapy post operative. During the surgery, the physician noted that it did not appear to be an infection. The cultures were negative. F/u on (B)(6) 2014, revealed the issue is resolved.